Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in michigan reported via a fisher & paykel (f&p) healthcare field representative that the humidification chamber as part of the 950a81j adult/pediatric ventilator circuit kit, was found leaking water from the bottom of the chamber, during patient use. There was no reported patient harm.